Manufacturer narrative:
The excor blood pump pu valves; 10 ml in/out; ø 6 mm; sn (B)(6) was in use on the patient from (B)(6) 2024 until the patient was transplanted on (B)(6) 2025.. The event occurred on (B)(6) 2025, which is (70 days) after the pump was placed on the patient.. The pump continued to remain on the patient for a further 36 days until the patient was transplanted. The site notified the incident to berlin heart after the patient was recovered and transplanted. We have reviewed the production records of the excor blood pump, and it was produced according to our specification.

Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs (ca) on 2025-03-27 to report that the patient being supported with an excor pediatric vad system presented with a right arm and facial twitching and seizure like activity on (B)(6) 2025..CT scan showed subacute left mca territory stroke. An additional CT scan result showed the expected evolution of subacute left middle cerebral artery (mca) territory infarct with no hemorrhage. According to the site, the excor blood pump performed as intended with complete filling and ejection. Deposits were noted in the excor blood pump.